Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there were high impedances on the lead when it was inserted into the ins. The rep stated they inserted the lead into the header of the ins and took impedances and saw > 40,000 ohms on contacts 0, 4, 5, 10, 11, and 15. They removed the lead tails, wiped off the lead and reinserted into the ins and still saw > 40,000. They tried inserting the lead into the wens and saw bad connectivity on (B)(6). They tried this again and saw the same results. The hcp made the decision to replace the lead. The new lead showed normal impedance. No further complications were reported.

Manufacturer narrative:
Product ID 97715. Analysis results were not available at the time of this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the 977c165 (B)(4)) found no significant anomalies. (B)(4). Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.